Manufacturer narrative:
The event was confirmed through disassembly and visual inspection by the repair technician. The technician confirmed through visual inspection that the trigger housing was damaged/worn.

Event description:
The cordless driver 2 was returned to stryker instruments for service. During functional testing by a service technician, it was found that the trigger housing was broken. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The cordless driver 2 was returned to stryker instruments for service. During functional testing by a service technician, it was found that the trigger housing was broken. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.